Manufacturer narrative:
Physician is unsure if the complication was related to the device.

Event description:
A patient had a procedure with liposuction followed by renuvion that resulted in swelling and a nodule that worsened over 6 weeks. The patient was treated with antibiotics and compression which resolved the complication.